Event description:
It was reported that filter area on receiver broke and fell inside the receiver whilst trying to replace the filter. The user was not wearing the hearing aid at the time it broke, and user also did not put it back in his ear after it broke. No medical attention was needed. No further follow up expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Receiver is unavailable and hardware details was not provided. Technical investigation concluded: no DHR review or device investigation can be performed, as no device is available and no serial number reported. The clinical investigation concluded: clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: no harm is reported. Risks related to such mechanical damage are generally known, considered in the risk analysis and communicated to the user. This risk is deemed to be acceptable. Manufacturer's investigation is final. This is a combined initial and final report.